Event description:
It was reported that during the procedure in the mildly tortuous, moderately calcified, mid ramus branch, an attempt was made to insert a 3.0x12 nc trek rx dilatation catheter onto an unspecified guide wire and the catheter separated. There was no resistance felt when attempting to insert the catheter onto the guide wire. There were no bends or kinks observed on the catheter. The device was not used. Another nc trek catheter was used successfully with the same guide wire. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.